Event description:
Customer reported an issue with the dpm central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's hard drive. Communication was reestablished. System was calibrated and safety tested to factory specifications.